Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for analysis. Log files captured no external power events and power cable disconnects as a result of the patient having both cables unplugged at the same time at (B)(6) 2025 at 10:46pm. It captured low power advisory and low power hazard events that seem to be ignored by the patient until the power completely drained from the lithium batteries and the pump stopped. Log files also captured system controller clock corrupt events which is one of the alarms that only displays on the system monitor. It was also seen that there was 1 pump stop. The amount of time the pump was off was not able to be determined. The last good timestamp is at (B)(6) 2025 at 6:31 am. On the evening of (B)(6) 2025, the patient was found deceased on the floor by their daughter. Log files contained no unusual events from (B)(6) 2025. On (B)(6) 2025 at 22:42:38, log files recorded a no external power alarm flag. This event appeared to have occurred as the patient was attempting to perform a power source change from battery power to mobile power unit (mpu) power. The connection to mpu power was established and the alarm condition was resolved. On (B)(6) 2025 at 7:53:22, the power source was changed from mpu power to fully charged batteries. On (B)(6) 2025 at 1:51:44, low power advisory alarm flags were active with an 18-hour runtime of battery power. At 4:04:57, a low power hazard alarm flag was active with a 2-hour 15 minutes of runtime in low battery advisory state. At 4:44:22, the external batteries became completely depleted and there was a no external power alarm flag active. The system was completely supported by the emergency backup battery (ebb) at the low-speed setting, 5700 rpms. At 6:31:25, the ebb was no longer able to support the pump operation and the left ventricular assist device (lvad) off alarm flag was active with 105 minutes of runtime on the ebb. And at 6:31:30, the ebb became completely depleted and the system controller was no longer able to maintain the date/time stamp. The pump off time was unknown and the time at which the system controller white power lead was connected to the power module was not known. There were no events recorded that indicated the alarm silence button was used. Although it was not confirmed that the patient was sleeping on battery power based on the log files, because there were no alarm silence button pressed events recorded, this suggested that there was no response to the audible and visual advisory or hazard alarms. The ebb was able to provide 105 minutes of support to the system controller after the loss of external power. 0631 was actually the last recorded time before the complete loss of power. A date / time reset occurred. A power source transition from mpu power to battery power stated to be on (B)(6) 2025 at 7:50:17. Per the customer, there were no details that could be provided leading up to the patient being found down. The cause of death was not established. No equipment would be returning.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) and the reported patient outcome could not be conclusively determined through this, evaluation. Review of the submitted log files revealed a pump stop due to full depletion of, the 14 volt lithium-ion batteries and the 11 volt backup battery; however, a specific cause for these events could not be conclusively determined through this evaluation. It was reported that the patient was found deceased. No details leading up to the patient, being found down were provided, and a cause of death was not established. The submitted controller event log file captured a low power advisory alarm activate on, (B)(6) 2025 at 01:51:44, which progressed into a low power hazard alarm at 04:04:57, then to a no external power alarm at 04:44:22. The backup battery then supported the pump through, 06:31:26, when an lvad off alarm was captured. These events are consistent with full depletion of the 14 volt lithium-ion batteries and the 11 volt backup battery, resulting in, the pump stopping. No other notable events or alarms were captured, and the pump appeared to operate as intended at the set speed. Heartmate 3 left ventricular assist system, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no, deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU, and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: no further information was provided. The manufacturer is closing the file on this event.